Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive buttons due to corroded keypad traces. No button error alarm during testing. The insulin pump had minor scratches on lcd window, cracked case on display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's father reported via phone call that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm; she was just getting ready to go to bed when the alarm occurred. Blood glucose value was 190 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.